Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced an infusion set issue while using the ilet with an inset infusion set, including an occlusion that was only resolved after a supply change and repeated cannula bending that required three infusion set changes over four days; troubleshooting and education were completed, and the event was categorized under insulin occlusion. Symptoms included hyperglycemia, with a highest blood glucose of 263 mg/dl and elevated glucose lasting about thirty minutes, without ketone testing, backup therapy, alerts for severe hyperglycemia, medical intervention, assistance needs, or immediate adverse health effects. Outcomes included temporary elevation of blood glucose without hospitalization or ongoing harm. Investigation included guided supply change and device calibration using the most recent fingerstick. Investigation of this case revealed occlusion and infusion set cannula bending associated with the inset infusion set, which resolved after changing supplies. It was concluded, based on previously established findings for similar reports, that the cause was user-interface issues related to infusion set application leading to occlusion.